Event description:
The customer reported that the system had intermittently stopping fluoroing. Also the right brake is not locking well.

Manufacturer narrative:
The ge service rep adjusted the right wheel brake. He could not duplicate the no fluoro error.